Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occluding device to treat 1 segment in the great saphenous vein (gsv). IFU was followed during preparation, procedure and post procedure. A guide wire was used for the insertion of the catheter. Post procedure, patient was still having inflammation with redness, itching, along the length of the treatment segment. Two medtrol dose packs was prescribed along with nsaids and antihistimines, along with topical steroid. Toward the completion of the procedure the patients leg appeared to turn red and have the potential for inflammation. The provider prescribed nsaids, benadryl, and medrol dose pack. A second dose pack was given and the patient is still red with itching and inflamed along the length of the treated vein. Patient remains in discomfort.

Manufacturer narrative:
Additional information: the patient¿s right gsv was treated. Patient improved after 10mg loratadine twice a day, topical loratadine 10mg 2-3 times a day of 400 mg ibuprofen times a day. Patient is doing well. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: two images were received for evaluation. Image 1 shows redness and inflammation of the patient vein. Image 2 shows disappearance of the redness of the patient vein. The patient shows improvement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.